Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire.

Event description:
It was reported that their insulin pump audio vibrate anomaly. The customer¿s blood glucose level was 190 mg/dl. The insulin pump will be returned for analysis.